Event description:
Our affiliate in the u.k. Is reporting the electrode scraped on the hook of acromial and part of the white tip of electrode broke. When the electrode moved in cannula, it was still in one piece, but when the electrode moved out of cannula, the tip was missing. The surgeon checked the joint and was sure that the white bit was not in the joint. The procedure was finished as normal.

Manufacturer narrative:
To date depuy mitek has not yet received the complaint device. The reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although, it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. The surgeon also indicated it was not product, the electrode hooked acromial too forcefully. In the event, the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed.